Event description:
It was reported that the patient is doing fine after the procedure.

Event description:
Device report from synthes (B)(4) reports an event (B)(6) as follows: it was reported that with the zero p implant the plate would not attach firmly to the cage and came apart during insertion and removal of the aiming device from the cage. With the torque limiter, upon repeat tightening of the screws, it broke into pieces. The screws had to be tightened using the driver shaft alone. After implanting a new zero p implant and altering the trajectory of screw angle, x-ray looked fine, and surgeon was satisfied with the image. It was also reported that the only other issue was the difficulty of inserting the cages and getting the screws in. There was a report of ninety minute surgical delay. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was not implanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.